Event description:
Boston scientific crm received information that during an upgrade procedure with this left ventricular lead this patient developed a small pnuemothorax following initial venous access. The pnuemothorax expanded to 50% which was resolved with placement of a chest tube. The procedure was completed after lung field expansion. Defibrillation threshold testing (dft) was not performed due to the patient's condition.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, the event will be updated.